Event description:
It was reported that the patient underwent a posterior spinal surgical procedure. It was reported that the screw would not engage the bolt. It was reported that the screw thread slipped. The screw was removed and replaced. The operating time was increased and the patient had an increase in bleeding. No additional patient complications were reported.

Manufacturer narrative:
Additional info: macroscopic and optical examination revealed thread crest and flank damage; this damage appears to have initiated at the start of the thread, and is consistent around the damaged portion of the thread. Functional evaluation with a sample mas found the implant unable to be fully engaged into the mas head. The above observations are consistent with misalignment of the mas and set screw threads during construct assembly.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.